Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that infusion set bent when attempting to insert and requested a serter. Customer's blood glucose was 498 mg/dl. Troubleshooting was not performed due to high blood glucose being caused by bent cannula.